Event description:
Healthcare professional reported "rupture". This record is for left side. Device was explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: no observed. As per the investigation procedure deformation/ creases/ were abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "rupture". This record is for left side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, h6.

Event description:
Healthcare professional reported "rupture". This record is for left side. Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.